Event description:
It was reported that insyte autog bc wing grn 18ga x 1.16in catheter was defective. This was discovered during use. The following information was provided by the initial reporter: material no.: 382644 batch no.: 9308698. It was reported that the catheter would not advance into the patient's vein but spin freely on the needle. Comments: this is the description of the problem that was entered in the safe. 4 attempts total were made to obtain an IV site. 3 attempts with new IV catheters were unsuccessful. The pt's veins were visible on the surface of skin without application of tourniquet. All three attempts with the new IV catheters 1 x 18 gauge 2 x 20 gauge resulted in flash, but catheter would not advance, the catheter spun freely on the needle, upon trying to advance the needle & catheter caused puckering/dimpling of the skin and vein and subsequently cause the vein to blow. 1 attempt with old 18 gauge catheter successfully.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc wing grn 18ga x 1.16in catheter was defective. This was discovered during use. The following information was provided by the initial reporter: material no.: 382644, batch no.: 9308698. It was reported that the catheter would not advance into the patient's vein but spin freely on the needle. Comments: this is the description of the problem that was entered in the safe. 4 attempts total were made to obtain an IV site. 3 attempts with new IV catheters were unsuccessful. The pt's veins were visible on the surface of skin without application of tourniquet. All three attempts with the new IV catheters 1 x 18 gauge 2 x 20 gauge resulted in flash, but catheter would not advance, the catheter spun freely on the needle, upon trying to advance the needle & catheter caused puckering/dimpling of the skin and vein and subsequently cause the vein to blow. 1 attempt with old 18 gauge catheter successfully.